Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs)(B)(4), alleging that the onetouch verio meter gave an inaccurate high control reading. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly obtained a control reading of ¿8.2mmol/l¿ with the subject meter. The control range is not known, since the patient did not have the vial of test strips available. The patient did not develop any symptoms nor did he receive any form of medical intervention after the alleged issue occurred. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the test strips and control solution involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014, with the following findings: the test strips and control solution both passed testing and no faults were found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/17/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.